Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The cause of the separation was determined to be manufacturing related due to inadequate solvent to the main body. A nonconformance has been opened to address this issue. The female connecter was connected or disconnected by hand to an in lab patient connector with no issues noted. There was no damage to the female connector; therefore the reported damage was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was broken. This was observed after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.